Event description:
It was reported by service report that the bed would not go up or down and it was stuck at mid height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power supply board.